Event description:
It was reported that the lead was capped due to an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.